Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement. There was no reported harm as the failure was an incidental finding observed by the manufacturer during servicing activity.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated with the reported failure as it was observed by the manufacturer during servicing activity.